Manufacturer narrative:
Customer had replaced the spo2 finger sensor prior to the company representative arrival at the site; therefore, when the unit was evaluated, neither problems could be duplicated. Customer was recommended to replace the spo2 extended cable to prevent any future problems. Unit was tested to factory's specifications.

Event description:
Customer reported issues with the spectrum monitor, which included the unit shutting down intermittently and no spo2 monitoring. No patient injury was reported.